Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. No visual defects were noted. A functional leak test was performed, and the device failed. The complaint was confirmed. The root cause was due to a supplied item. The device history record (DHR) is retained by the supplier and not readily available for review. This issue will be monitored, and further actions taken accordingly.

Manufacturer narrative:
A product sample was received and is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer applied a 20cmh2o of air pressure to the product during the pre-use check, but it fell down to 13cmh2o. He suspects there is a hole or leakage of air in the product. The reported lot number could not be verified. No patient injury reported.